Event description:
The surgeon struck the t-handle with mallet while trialing and the #4 trial got stuck in the canal. He tried to retrieve by hitting the handle. The handle broke leaving threads and #4 trial in canal. After 5-10 minutes of trying to remove; the surgeon left the trial in as a restrictor.